Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Analysis revealed that the fiber was broken under the black strain relief approximately 9.0 cm from the top of the connector. There was a burn mark at the break indicating that the fiber broke while in use. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the fiber sparked near the connector and burned the nurse. No treatment was performed to treat the burn and the condition of the nurse was reported to be fine. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient does not have any injury at the conclusion of the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 31, 2017 that a flexiva 365 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure and outside the patient, the fiber sparked near the connector and burned the nurse. No treatment was performed to treat the burn and the condition of the nurse was reported to be fine. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient does not have any injury at the conclusion of the procedure.